Event description:
It was reported that the patient's lead broke or fractured. The lead was explanted. The listed date of implant was the same as the date of explant. No further information was available as translation of the information was still pending. A supplemental report will be filed when translation is completed.

Manufacturer narrative:
Product ID 3387-28, lot# 0206160199, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead (lot #0206160199) found that the proximal end conduct had been cut. The outer insulation is partially cut through and the #3 conductor is cut through between the #2 and#3 connectors. It is suspected that this damage is not from the lead cap itself, but likely occurred when trying to remove the lead cap after the connector block twisted. The lead cap was not returned. There was a setscrew impression on the #3 connector in the correct location. There were suspected tool marks and breached cuts on the outer insulation. The conductor coils were crushed. A functional test was performed and it revealed that circuit #0 was at 27.5 ohms, #1 was at 28.2 ohms, #2 was 27.8 ohms, and #3 was open. There were no shorts between circuits.